Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation but does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.